Event description:
The black cap on laparoscopic grasper came off sometime during laparoscopic procedure. The cap is not radiopaque. A wound exam done and the room searched. No x-ray was done per policy. The surgeon was aware.